Event description:
It was reported that pump displayed malfunction code after customer believed pump got wet and malfunction could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.